Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient was having problems with the charging unit. Patient noted the controller was kind of held together by scotch tape. Patient would connect to the implanted neurostimulator for charging and get excellent connection then 3-4 minutes later the controller quit working. Patient said it did that repeatedly. Patient verified there was no visible damage to the recharger but it sounded like it was heating up and cutting out. During call patient verified no physical wear and tear to the cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back in stating they received their replacement controller, and it works fine to charge the controller itself, but they still are having issues where the controller will stop working when charging their implant after about 3-4 minutes. Patient also noted that they are now seeing system problem rm03 when charging their controller. The issue was not resolved. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and that a message appeared stating "recharger problem, cannot continue, call medtronic". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.